Manufacturer narrative:
Device 1 of 2. Evaluation - method: additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans inc. Corporation has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Corporation defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of an eon ipg and a lamitrode lead in 2007. It was reported that the patient developed an infection and his system was explanted about 2 weeks after. Follow-up on the patient found that he is recovering from the infection.